Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional information: a2, b7, d3, d4, g1, g2, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incarcerated incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted it was apparent the umbilicus was intimately involved with the infected foreign body and he decided to remove the umbilicus sharply. The mesh and all foreign material were excised with cautery circumferentially. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.